Manufacturer narrative:
The device was discarded at the facility and not available to be returned for evaluation. The lot number is unknown. Therefore, a device history review could not be completed. A fsm was involved in this event. The submission number for this product will be sent in a supplemental report.

Event description:
It was reported that there were inaccurate values when using the foresight large sensors, during use. The sensor placement was cerebral. The anesthesiologist stated that the values that displayed did not correlate with the clinical setting. The sto2 values were within the 50's throughout the case. When he replaced the sensors then the values increase by 20 points. The patient was healthy, per the anesthesiologist. The procedure was to remove a small tumor from the left ventricular wall. There was no inappropriate patient treatment. There was no patient harm or injury. Patient demographics were requested and not provided. The lot number of the sensors is unknown. The sensors were discarded by the facility and are not available for return. The rep stated the foresight module could not be ruled out as a contributor. An initial MDR submission will be sent for the fsm.

Manufacturer narrative:
Refer to submissions 2015691-2022-10318, 2015691-2022-10054, 2015691-2022-10045 for the sensors and foresight module involved in this event. H3 other text : device discarded.

Manufacturer narrative:
The foresight sensors were discarded and not available for evaluation. They were used with the foresight fsm and neither could be ruled out as a contributor. Refer to 2015691-2022-10054 for the MDR for the foresight fsm.

Manufacturer narrative:
The device was not returned for evaluation. The software logs were returned for review. It was noted that the monitor involved in the event was set to an averaging mode of fast while monitoring an adult patient. The averaging mode recommended for an adult patient is the normal setting. There was not sufficient evidence to suggest that this was a device related malfunction or a manufacturing issue. The reported issue could not be confirmed.